Manufacturer narrative:
The event reported in mw# 1820334-2017-00737 is a duplicate of this report. Mw# 1820334-2017-00737 is being closed and additional information will be submitted in mw# 1820334-2017-00917 when the investigation is complete.

Manufacturer narrative:
A review of manufacturing instructions, instructions for use (IFU), and quality control data was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Multiple attempts were made to obtain pre/post-operative imaging and the device lot number to aid in the investigation but such were not provided. No evidence was found suggesting that the device was manufactured outside of specifications. Possible causes for occlusion could be iliac tortuosity, graft compression, change in the vessel diameter due to inappropriate ballooning, repetitive stenosis, narrow inner iliac lumen, vessel damage/rough surfaces, and possible pre-existing conditions like occlusive disease/calcification causing a narrow lumen. Tortuosity, compression, and pulsation can create shear forces within the leg that stimulate thrombus growth. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The reported device is not available for evaluation and has been discarded. The event is currently under investigation.

Event description:
It was reported that a patient that had a zalb and two zsle leg extensions implanted back in 2012. On (B)(6) 2017, the sales representative was made aware that the main body of the graft appeared to have thrombus throughout and had occluded the left leg. On (B)(6) 2017, the complaint form was received from the sales representative stating that the left leg (zsle) was full of thrombus. The doctor decided to convert the graft and do a fem fem crossover. There was no speculation by the doctor as to what caused the thrombus.